Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump numbers began to change without input when attempting a bolus that morning. The customer removed the battery and the display went blank. The blood glucose reading was 93 mg/dl. The insulin pump had not been dropped or bumped and showed no signs of physical damage, but may have been exposed to sweat. The battery cap contacts were not missing or damaged. The battery compartment and spring were not damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with a button error alarm and had intermittent up buttons response due to moisture damage on the keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on the electronic assembly was noted during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a stained end cap sticker.